Manufacturer narrative:
Conclusion: device investigations did not reveal any device malfunction which can explain the reported recipient performance problem. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problem of insufficient auditory perception appears to be related to an insufficient mechanical device coupling to the round window. Additionally the user was out of criteria for the device at the time of explantation. The user was re-implanted with a cochlear implant. This is a final report.

Event description:
The user's hearing with the device was affected.the recipient was re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device was affected. The recipient was re-implanted with a cochlear implant.